Manufacturer narrative:
The insulin pump was received with the currents within specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 195 mg/dl at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin pump was alarming no delivery alarm. The customer's mother was advised to change new infusion set and reservoir. The customer's mother ran manual prime. The customer's mother stated that the insulin did exit but the insulin pump alarmed no delivery alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.